Event description:
Wooster 2016, zilver ptx, early post-registry experience with drug-eluting stents in the superficial femoral artery. Standard procedural techniques were used for lesion crossing and device deployment. Postoperatively, patients were all initiated on dual antiplatelet therapy with aspirin 81 mg and plavix 75 mg daily unless contraindicated (ie, intolerance to antiplatelet agents, alternative anticoagulation required by comorbidities). Surveillance protocol included ankle-brachial indices (abis) and toe pressure (tp) measurements immediately postprocedure as well as duplex surveillance with repeat abi/tps at 6 weeks, 3 months, 6 months, 1 year, and annually thereafter unless abnormality was noted prompting more frequent surveillance intervals. Over a mean 62-week follow-up, 2 occlusions were noted (mean 27 weeks) for primary patency of 92.3% and secondary patency of 96.2%. One occlusion was treated with surgical bypass and the other with endovascular salvage. Review of completion angiograms from the index procedures demonstrated severely compromised outflow in the patient later treated with a fem-distal bypass. A residual stenosis just distal to the stent was noted in the second, which was salvaged with a repeat angioplasty and additional stent placement. Capturing restenosis and occlusion and intervention one with surgical bypass and other with additional stent placement.